Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported the customer was concerned ¿too much insulin¿ was received. Customer¿s blood glucose level was 331 mg/dl. Reportedly, the customer changed the supplies to resolve the reported occlusion. Customer declined further troubleshooting with tandem technical support.